Event description:
It was reported the patient plans to move forward with scs system explant at a later date as effective stimulation therapy was allegedly never established. The patient has two model 3189 leads from the same lot implanted as part of his scs system.

Event description:
Additional information received identified surgical intervention took place and the patient's entire scs system was explanted (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.